Event description:
It was reported that the cannula did not appear to insert into the body upon site placement. There is suspected insulin leakage with blood glucose around 350 mg/dl at the time of the issue. It was found that there is a possibility that no cannula was present from the beginning, though insertion initially appeared normal and no immediate issues were noted. The infusion set was not starting to peel up, and while the set was loose and leaking, there were no visible kinks, twists, or damage to the tubing, and the adhesive was not secure at the infusion site. The event occurred while in use with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.